Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had foreign matter. The following information was provided by the initial reporter, translated from chinese: ¿when the patient was given intravenous infusion, the package of indwelling needle was opened and foreign body was found in the front part of the needle tip, so the needle could not be used adr# (B)(4)¿.

Manufacturer narrative:
Investigation summary in response to the event reported by your facility a device history review was conducted for lot number 1203528. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.